Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker was thoroughly analyzed. Visual inspection of the header and lead barrels revealed no irregularities. All seal plugs were intact and seal ring marks indicated full lead insertion. Set screws were checked and moved freely. Manual electrical tests were carried out and normal pacing and sensing functions were noted without noise on the associated electrograms. The pulse generator passed all tests and the allegation from the field could not be confirmed.

Event description:
Boston scientific received information that this pacemaker was explanted during a procedure to address noise and oversensing associated with the patient's right ventricular (rv) lead. It was reported that no pacing inhibition occurred. This pacemaker was explanted and the rv lead was surgically abandoned. A cardiac resynchronization therapy pacemaker (crt-p) and leads were implanted. No additional adverse patient effects were reported.